Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 411 mg/dl. The insulin pump was not on auto mode at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.